Manufacturer narrative:
A ge representative evaluated the system and replaced the high voltage tank and x-ray tube. System operates as intended. This MDR is related to ge healthcare.

Event description:
Customer reported arcing sounds. No patient injury was reported.